Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured ~239mm and 253mm mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. Oversensing and high pacing threshold was observed as a result of this fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This rv lead was returned to boston scientific for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a fracture. Oversensing and high pacing threshold was observed as a result of this fracture. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This rv lead was returned to boston scientific for analysis.